Event description:
It was reported that an infusion of aminophyline was programmed to infuse at 10 ml/hr; however, after 5 hrs the 250 ml container was empty. This was a new intravenous set up. The pump was removed from the pt after the occurrence. No medical or surgical intervention was required.